Event description:
It was reported that the water did not enter the foley catheter balloon during the pretest, it was leaking from somewhere. There were many problems with this foley catheter. Multiple incidents had occurred.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "lumen collapses under the pressure of the balloon". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Method of use (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not enter the foley catheter balloon during the pretest, it was leaking from somewhere. There were many problems with this foley catheter. Multiple incidents had occurred.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.